Event description:
Customer's mother reported via phone, the insulin pump was alarming button error and the buttons were unresponsive. The battery was removed and left out, then it alarmed battery out limit. Customer was able to clear but when she was attempting to program the time/date the numbers kept scrolling. Troubleshooting was performed. Customer's mother didn't know the customer's blood glucose but it was high in the morning. Customer's mother was advised to discontinue use of the device, revert to back up plan, and it needed to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected battery out limit. No button error alarm. The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. The numbers does not ramp up on its own or scroll bar moving with no input.